Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 10 months. Unfortunately, the reason for explant was not provided. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Additional manufacturer narrative: an operative report was received on (B)(6) 2012. Per the operative report, the explant was due to pulmonary valvar regurgitation due to paravalvular leak. The previously placed pulmonary (subject) valve appeared to be well healed and there was no evidence of a paravalvular leak around the valve. Further examination of the right ventricular outflow tract along the septal surface with the finding of a persistent communication in the native outflow tract behind a muscle bundle to which the pulmonary valve had been sewn. The valve was excised and a new 29mm edwards bioprosthesis valve was secured. The valve appeared to seat well. The patient was weaned from cardiopulmonary bypass and was transferred to the ICU in satisfactory condition. Note that this device was designed and marketed for the implantation in aortic position. However, it was used off label in a pulmonary position. Unfortunately, the sample device was discarded, therefore, no evaluation can be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, per the operative report, "further examination of the right ventricular outflow tract along the septal surface with the finding of a persistent communication in the native outflow tract behind a muscle bundle to which the pulmonary valve had been sewn," which may have caused the paravalvular leak. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.